Event description:
Rptr had an electrolysis treatment done. The 5th treatment caused a 1-2 degree burn which left rptr to hide in her house for months. She saw her dr two days after and has also seen a plastic surgeon. The area of hair was changed due to this burn. It was a fine thin hair (brown in color) and now it is just like a man's beard. She is left with hoping the tissue will heal so she can do something about the hair. She has been told the equipment was set too high with too much heat.